Event description:
Reportable based on the product analysis completed on (B)(6) 2012 that stent damage occurred. It was reported that during a stenting treatment procedure, the stent could not cross the lesion. The unspecified target lesion was located in the highly calcified right coronary artery (rca). While attempting to treat the lesion, the physician advanced a 32mm x 2.75mm ion mr stent delivery system to the lesion but experienced difficulty crossing the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. However, the returned product analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the returned device consisting of a taxus element/ion mr stent delivery system (sds) was received with contrast in the inflation lumen. During examination, it was discovered the stent was centered between the markerbands on the tightly folded balloon but there was no indication the device was subjected to positive (inflation) pressure. Device analysis revealed the first two proximal rows of stent struts were stretched and flared. Magnified inspection presented no evidence of any product quality deficiencies contributing to the reported crossing difficulty and the stent damage. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).